Event description:
The initial reporter received questionable elecsys hiv combi pt results for three patients tested on a cobas 8000 e 602 module serial number (B)(4). On (B)(6) 2022, the elecsys hiv results were not reported outside the laboratory for all three patients. The customer performed repeat testing with the samples on an alinity analyzer. On an unknown date, all three patients had a new sample collected and tested on both the e 602 module and the alinity analyzer. The customer provided western blot results for patient 3. The western blot results for patient 1 and patient 2 were requested but not provided. It is unknown which hiv results were determined correct. Patient 1's initial hiv result on the e 602 module was 307 coi positive. Patient 1's repeat hiv result on an alinity analyzer was 31.49 coi positive. On an unknown date, patient 1's new sample had an hiv result on the e 602 module of 0.19 coi negative. Patient 1's hiv result on the alinity analyzer was negative, the specific result was requested but not provided. Patient 2's initial hiv result on the e 602 module was 197.10 coi positive. Patient 2's repeat hiv result on an alinity analyzer was 85.68 coi positive. On an unknown date, patient 2's new sample had an hiv result on the e 602 module of 0.19 coi negative. Patient 2's hiv result on the alinity analyzer was negative, the specific result was requested but not provided. Patient 3's initial hiv result on the e 602 module was 731.0 coi positive. Patient 3's repeat hiv result on an alinity analyzer was positive, the specific value was requested but not provided. Patient 3's repeat hiv result by western blot was positive. On an unknown date, patient 3's new sample had an hiv result on the e 602 module of 0.21 coi negative. Patient 3's hiv result on the alinity analyzer was negative, the specific result was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Due to the provided elecsys hiv combi pt assay results, alinity results, and western blot results for each sample collected being in agreement, a general reagent issue or instrument issue could be excluded. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.